Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/08/2019.

Event description:
The caller reported an alarm led failed message. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Date received by manufacturer: 06 november 2019 date of this report: 07 november 2019. The customer confirmed the reported light emitting diode (led) failure. The customer replaced the power switch overlay to correct the issue. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Part was not returned to failure investigation. The root cause cannot be determined until the device is returned and investigated.